Manufacturer narrative:
(B)(6). Bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 5120695 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® cpttm glass tube with blue/black speckled conventional closure tubes were breaking during centrifugation. Tubes stated to have been breaking at the bottom. No serious injury or medical intervention reported.